Event description:
It was reported that the ilet pump was dropped, resulting in a cracked touchscreen and reduced functionality, and the device was determined to require replacement; users were advised the device was no longer water resistant and to maintain backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with physical damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.